Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.60mm x 6.35mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The instrument was found to have a detached fragment. The fragment was result of the break in the molded insulator. The broken piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was grasping and pulling prostate out of the way to access connective tissues below, the one side of the fenestrated bipolar forceps instrument jaws became partially detached/broke. The tissue was released from the jaws when they broke without harm to the patient. The instrument was removed from the patient. Upon passing the instrument off of the field, the nurse saw a small piece of the instrument jaw fall off. The patient's body cavity was explored, and no instrument fragments were found. The instrument was fully functional at the start of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected by the cst before the patient came to the room while placing the instrument sheath and nothing out of the ordinary was found. The instrument was grasping/retracting tissue; no fragments fell inside the patient. The surgeon does not know what caused the instrument to break and requested it be sent to intuitive for evaluation. The instrument was in use for roughly an hour before the issue occurred. The instrument was fully functional during the surgical procedure up until the issue occurred and did not collide with any other instruments or hard material during the surgical procedure. No instrument fragments fell inside the patient and the instrument tip did not have a collision. The instrument had not been removed during the procedure prior to breakage. The wrist was straightened, but one jaw of the instrument could not be controlled and one jaw of the instrument was completely loose and dragged along the inside of the cannula with no damage to cannula. When the instrument was passed off of the sterile field, a small grey piece of plastic from the damaged instrument jaw detached from the instrument. The fragment came off of the instrument when the instrument was passed off of the sterile field. It was picked up from the ground. The abdominal cavity was explored using the endoscope; the plastic fragment was compared to the damaged instrument jaw and matched the size of the missing plastic. No additional surgical procedure required to remove the fragment with no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for evaluation. The plastic fragment was so small that it was lost in the sterile processing department. No photographic images of the device(s) or a video recording of the procedure available for isi review.